Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). The patient was brought into clinic and programming changes performed to resolve the issue. It was also noted that the patient's left ventricular (lv) lead impedance has been trending up of greater than double of the baseline impedance; no changes were performed to the lv lead, and it will continue to be monitored. The patient was stable following the programming changes.